Event description:
The technician alleged that the bed would not go into trendelenburg position. No pt impact.

Manufacturer narrative:
The technician replaced both trendelenburg gas springs to resolve the issue.